Event description:
It was reported that the device was used during an unknown procedure. The device would not fire and when a clip was deployed it came out sideways. The device was removed from the patient. It was tested outside of the patient and the clip fired sideways again. The trigger felt like it was "sticking." Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Sometimes. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Sticking. Were any unexpected noises heard? Unk. Did anything unexpected happen prior to this incident? Would not feed and then feed sideways. Was the device fired after this incident in or out of the patient? Outside. What were the indications for surgery? What was found? Unk. Does the patient have any relevant history of surgical treatments? If so, what? Unk. Did somebody other than the primary surgeon fire the instrument? Unk the analysis. Results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.